Event description:
The customer reported that the system did not display the fluoro images on the monitor at the monitor cart. The indication of kv at c-arm shows 100kv.

Manufacturer narrative:
The ge service rep informed the customer that during the operation, to use the manual fluoro mode. The system did not work during use of the auto fluoro mode. After the operation, he checked the system and found the signal of the video level for auto flour was down at the c-arm cable so he used a spare wire. He then worked normal, and fixed the system. If this trouble occurred again, the customer needs to replace that cable."